Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system had a check right ventricular (rv) lead message. The pace impedances were reported to be 366 ohms and r-wave amplitude was 3.6 millivolts. The pacing thresholds were stable along with other lead measurements. The patient had reported syncope that prompted a system review. There were no stored episodes and the patient paces less than 1% of the time. The physician concluded that the syncope was not device related. No additional adverse patient effects were reported. This product remains in-service.